Event description:
It is reported that the threads on the inserter don't thread properly.

Manufacturer narrative:
The threads on the inner threaded rod will not pass applicable thread gauges. The threads exhibit damage from use and weld junction between the rod and head has cracked. The stem driver exhibits strike marks on the handle and wear to distal end of the device for use. The above condition could be due to excessive force, off-axis, angled impaction forces, increased impaction cycles, stress concentration at weld point during impaction, inserting inner threaded rod into outer driver with excessive force, cross threading of lower threads into stem, or dropping of the inner threaded rod. Review of the device history records did not find any deviations or anomalies. The reported malfunction has caused or contributed to a serious injury in the previous two yrs on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.